Event description:
The registered nurse reported that after two hours of dialysis the circuit filled with air. The catheter was clamped and the treatment stopped. Inspection of the arterial line revealed a cracked female luer. The current condition of the pt is good.